Event description:
A malfunction alarm identified as malf 0 was reported, and assistance was provided to reset the pump. The customer did not report whether their blood glucose level exceeded 500 mg/dl, thus the impact remains unknown. Technical support helped the customer with pump reset, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again, which the customer acknowledged.